Event description:
The surgeon, during a tonsil procedure, smelled something burning. The procedure was stopped and the plasma wand removed from contact with the patient. Upon removal and inspection of the wand it was noted that the tip of the coblator had melted away exposing metal. The patient sustained a burn to the soft palate and to the right of the uvula. The surgical supervisor was notified of the incident and proper reports were filed. Diagnosis: used for tonsil procedures. Event abated after use stopped: yes.